Event description:
Rayner intraocular lenses limited received notification from a (B)(6)healthcare facility of an event that occurred during use of an unspecified rayner intraocular lens (iol). The event description provided indicates that the iol haptic broke during implantation. For further information please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00105.